Event description:
On (B)(6) 2014, a customer reported two (2) unexpected negative antibody screens (both for the same patient) when using capture-r ready-screen (3) using a galileo echo instrument. Event happened in europe (france).

Manufacturer narrative:
The immucor laboratory in europe received patient blood samples from the customer site on (B)(4) 2014. Testing was performed by immucor which yielded the expected positive results consistent with the presence of anti-cw in the patient blood samples. These expected positive result outcomes with immucor testing were inconsistent with the unexpected negative result outcomes from the testing performed by the customer.